Manufacturer narrative:
On 02/10/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, the pfs reported pain and limited mobility. Part/lot information provided. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 02/10/2017 - pfs and medical records received. After review of the medical records for MDR reportability, alleges severe pain, loss of mobility, ankle fusion, foot drop, and left leg amputation. No primary operative records are available for this hip, nor records of primary implants. A discharge summary by the revising surgeon indicated that patient was revised due to pain and a loose acetabular cup. Surgeon also indicated that the current stem had been revised at some point in the past. Revision operative note indicated cup was "markedly loose" and removed with "minimal difficulty". The acetabulum had "significant wear and had large areas of cystic formation". It is to be noted that the surgeon elected to cement the pinnacle series 100 acetabular cup into the acetabulum, and then insert the pinnacle metal liner. Reported unknown depuy metal liner, metal head, and acetabular cup for pain and loosening.